Manufacturer narrative:
Section a4: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was implanted in the right eye of a patient. Scratches were observed on the optic surface of the lens following implantation. The lens was not removed and left implanted in the patients eye, as the surgeon decided to monitor the patient for potential visual disturbances before considering explantation. The patient¿s post-operative condition is currently unknown, with no reported issues related to impairment or the ability to perform daily activities. The procedure experienced a delay of five minutes, but there was no unplanned incision enlargement, no use of sutures, no vitrectomy, and no additional medical attention or medication beyond standard care.